Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The pump was not working properly. The pump was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Initial reporter phone number (B)(6).

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The pump was not working properly. The pump was explanted and replaced. There were no further patient complications.